Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were air bubbles in his tubing. The patient's blood glucose at the time of incident was 235 mg/dl. The patient had been priming them out using manual boluses. The patient stated that the bubbles have different sizes, and some of them are an eighth of an inch large. The patient mentioned that the insulin was not stored at room temperature. The air bubbles were not resolved during troubleshooting. The reservoir was not returned for analysis.